Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The logs were reviewed but no error were found. Factory parameters were calibrated. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bellows locked resulting in the loss of mechanical ventilation. There was no report of patient injury.